Event description:
It was reported that the male luer of an unknown one-link set disconnected and leaked. The reporter stated that the ¿male luer of the one-link closest to the patient came off during infusion and ending up spilling the drug on the floor.¿ this occurred during infusion of tricetin. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.